Event description:
A facility reported that after the sterrad nx cycle canceled there was h2o2 remaining in the chamber. When the door was opened, the customer recognized an odor in the room. In order to resolve the issue, the fse replaced the software and vacuum pump in the sterrad system. The healthcare worker (hcw) reported having red eyes and choked on the h2o2 fumes/ vapor. The hcw was wearing a mask, but not goggles. As soon as the hcw experienced the symptoms, he/she washed the site with running water. The hcw's red eyes resolved in 3 hours after the event. He/she also did not experience a sore throat at that time. The hcw did not seek any medical treatment. The jjkk rep recommended to see a doctor if the hcw began to experience symptoms. In the event additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system hazard and user misuse analysis (shuma), and health hazard evaluation (hhe). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (may 2012 through november 2012) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which is addressed in CAPA. The trend for the product malfunction code of eye reaction was reviewed from january 2013 through december 2013 with the risk categorized as broadly acceptable. The trend for the problem code of respiratory reaction was reviewed from january 2013 through december 2013 with the highest risk acceptability considered to be broadly acceptable. The fmea revealed the risk priority number (rpn) for issues related to a similar issue is within acceptable limits. The shuma indicates the risk is broadly acceptable for mild exposure to vapor hydrogen peroxide. The hhe (health hazard evaluation) was reviewed for the risk of exposure to residual hydrogen peroxide emission. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. No parts related to the odor/smell issue were replaced. The vacuum pump was not replaced. No parts were returned for further evaluation. The odor which caused the respiratory and eye reaction is the most likely assignable cause. The severity of the issue was defined as negligible. Review of the tracking and trending did not identify a trend. As a result, root or assignable cause analysis could not be performed.

Manufacturer narrative:
Choked on fumes/ vapor.